Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 1999; 2187-85 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's defibrillator lead had previously fractured and was subsequently abandoned. No additional information could be obtained after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.